Event description:
It was reported to medtronic neurosurgery that the device was explanted.

Manufacturer narrative:
Approximately 1 cm of the distal-most segment of the ventricular catheter was returned connected to the valve¿s inlet connector. Per formance testing of the catheter was not possible as there was insufficient material returned for evaluation. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.